Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The reported problem was duplicated during the power-up process of the pump. Visual inspection did not reveal any obvious damage with the device. Further testing determined the root cause was related to an inoperable main board. The exact cause of the board becoming inoperable was not determined. The board was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the pump alarmed "acu watch dog failure". No patient injury or adverse event was reported.